Manufacturer narrative:
The explanted lead was not returned to bsn for evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the lead found them to be satisfactory.

Event description:
A report was received that a patient was receiving inadequate stimulation due to lead migration along with pain at the midline incision site. The physician assessed the patient and suspected an infection. The physician chose to explant the patient's lead and re-implant her with a new lead. The patient is reportedly doing well following the procedure.